Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de novo difficulty emptying bladder. The patient was "unable to pass voiding trial and discharged with a foley catheter". The patient returned to the office (B)(6) 2015 and the foley catheter was removed, "350ml sterile water instilled into the patient's bladder and patient voided 400ml". The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.